Event description:
The customer reported issues with the speaker. They had the error message "speaker malfunction". The presence of sound was absent. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.